Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional-requested, not provided. Occupation-requested, not provided. PMA/510(k)- k130520. The actual sample was received for evaluation. Visual inspection of the actual sample upon receipt did not find any anomaly including a break in the appearance. Visual inspection of the venous filter, which had been pointed out from the customer, found that it was flexed; however, no break or no other anomaly was observed in it. From this, it was likely to have no functional problem. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during set-up of the involved capiox device, they noticed the long filter inside the reservoir was crumpled and was not as usual, which is normally straight. The perfusionist decided to change the oxygenator before they primed it, as they are worried it may have caused unwanted turbulence during usage. There was no patient involved and the affected. The actual sample was changed out, and the event occurred pre-treatment.